Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation. The physician decided to reprogram the left ventricular (lv) lead channel output to a lower amplitude but with a larger pulse width. The lead remains in use. It was noted that the patient was part of the v3 clinical study. No patient complications have been reported as a result of this event.